Event description:
It was reported that the patient presented with a wound infection and skin erosion post-generator changeout. The device was found to be on the skin layer of the implanted device pocket site. The physician explanted the implantable cardiac defibrillator (ICD) due to the infection. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.